Manufacturer narrative:
Concomitant medical products: product ID 8880t2, serial# unknown, product type accessory; product ID a710, serial# unknown, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the telemetry hang up and low impedances was not determined. The rep reported that they reinserted the leads during surgery and got the same impedance values. The rep reported that at post-operative appointment on (B)(6) 2017 the issue was resolved, all impedances were within normal limits. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8880t2, serial# unknown, product type: accessory. Product ID a710, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was a telemetry issue. The rep reported that the telemetry was broken with the tablet so that telemetry was hung up on table and ¿exit workflow¿ was not showing on the screen. The rep reported that they had one of the components on metal at some point before the issue began with telemetry. The rep shut off the communicator and restarted it and then the exit workflow option was present. The rep fully exited the app and shut down the communicator. Restarted app and communicator. The rep was able to connect the tablet with the communicator but not finding the ins. The rep shut down the communicator again and restarted and then they were able to find the ins fine. The rep reported that the healthcare provider (hcp) connected the leads to the ins and the connectivity check looked okay. The rep ran an impedance check and reported that 7/11 showed 180 ohms. No further complications were reported.